Manufacturer narrative:
The patient age is unknown; however, the patient was reported to be over 18 years old. (B)(4). The device has been received for analysis; however. The evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a biliary stenosis dilation procedure performed on (B)(6) 2013. According to the complainant, the patient's anatomy was not torturous. The lesion was about 4-5 cm and was dilated prior to the procedure. During the procedure, the device was advanced into the bile duct and when attempting to deploy the stent. The physician noted the stent wasn't being released in the intended position. The physician reconstrained the stent and attempted to release the stent again; however, the same issue occurred. The stent could not be reconstrained. The partially deployed stent was removed from the patient. When removed, the guidewire access sleeve was noted to be ¿damaged¿. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 20mm. It was noted that the outer sheath was accordioned at several locations along its length. During analysis it was possible to fully reconstrain and deploy the stent without issue. No other issues were noted to the device. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a biliary stenosis dilation procedure performed on (B)(6) 2013. According to the complainant, the patient's anatomy was not torturous. The lesion was about 4-5 cm and was dilated prior to the procedure. During the procedure, the device was advanced into the bile duct and when attempting to deploy the stent the physician noted the stent wasn't being released in the intended position. The physician reconstrained the stent and attempted to release the stent again; however the same issue occurred. The stent could not be reconstrained. The partially deployed stent was removed from the patient. When removed, the guidewire access sleeve was noted to be ¿damaged.¿ the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿